Manufacturer narrative:
(B)(4). Batch # n54714. The analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Batch # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: can you please clarify if this event happened in more than one surgical case as you have stated "in first cases...". If this happened in multiple procedures, can you please submit one complaint record for every surgical procedure this event occurred in.

Event description:
It was reported that during a bariatric surgery procedure, in first cases echelon jaw its not open inside patient, than cut the tissue and remove outside it. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.